Manufacturer narrative:
This incident occurred outside the us. The complaint cannot be verified due to misuse of the product. The display is broken due to a mechanical impact. The problem mentioned by the customer is related to misuse of the product by the customer.

Event description:
Pt reported there is a black spot in the display of the infusion device. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.